Event description:
Revision surgery - the patients arm became infected. A staged revision was done with the initial step being an antibiotic hemispacer being implanted. Second stage on (B) (6) 2008 to remove spacer and implant an rsp.